Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was repositioned due to dislodgement. Fluoroscopy revealed that the lead had pulled back into the atrium.